Event description:
It was reported that the procedure was to treat a popliteal artery. The 6.0x80mm supera self-expanding stent delivery system (sds) was advanced and only partially deployed. The sds was removed and an unspecified device was used to complete the procedure. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.